Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia due to differences between sensor glucose and blood glucose levels and the insulin delivery was not suspended. The customer was also received change sensor alert and sensor updating alert. The customer reported blood glucose value of 37 mg/dl and sensor glucose value of 337 mg/dl. The event involved product(s) mmt- 7040a, mmt- 1884, mmt- 397a, mmt- 332a. Troubleshooting was not performed for hypoglycemic event. . It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was performed difference between sensor glucose and blood glucose levels. The difference between sensor glucose and blood glucose values was 300 mg/dl and it is beyond 30% limit. Troubleshooting was performed for sensor alerts and customer was advised to replace the sensor. No further patient complications were reported. No product return is required for mmt- 7040a. No product return is required for mmt-1884. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a low blood glucose value. Customer also reported having sensor glucose of 337mg/dl versus blood glucose of 37mg/dl on (B)(6) 2025. Then, customer got sensor updating and then change sensor alerts. Customer could not test the transmitter. Customer said she took tylenol, which would falsely raise sensor glucose values. No treatment was mentioned for the low. Customer later called in to report having sensor glucose of 274mg/dl versus blood glucose of 332mg/dl on (B)(6) 2025 without use of any medication and without any allegation of harm. Troubleshooting was done for the sensor issues but not for the low. Helpline could not reach the customer to troubleshoot the low. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.